Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the advisory device was prophylactically explanted and replaced due to the patient's pacemaker dependency. The physician has not complained about the device's longevity. The patient was discharged.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
New information received notes that the patient's condition was good before, during, and after the procedure.